Event description:
Information was received from a healthcare provider regarding an implantable neurostimulator. The reason for call was caller initially stated that the patient had 4 leads but had to have 2 of them removed on (B)(6) 2026 due to an abscess. Caller wanted to know if patient is still MRI conditional or if this affects MRI eligibility. Agent reviewed patient's implant records and that showed (B)(6) system (with 2 leads) was implanted in 2019. However, caller stated that patient had boston scientific leads implanted on (B)(6) 2021 but the notes didn't indicate if the (B)(6) components had been explanted. Caller stated the records included that a boston scientific lead was implanted and explanted that same day. Caller also provided that a boston scientific neurostimulator was implanted on the patient's right side on (B)(6) 2021. Caller was going to look further into what the patient currently has implanted. Agent reviewed that if, by chance, patient has a mixed system, we would not recommend mris. Since the status of the (B)(6) implantable neurostimulator, extensions and leads are unknown, it is unknown if the abscess on (B)(6) 2026 is related to the (B)(6) or boston scientific devices. Caller provided dr. (B)(6) as physician both in 2019 and 2021 procedures. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Pt: 4690, 1924. Device: 4001, 2960, 3023. Reference reports: mw5188427, mw5188429.